Event description:
The hcp reported that the pump was explanted and replaced as the pt was experiencing "withdrawal" symptoms. Approx. 2 weeks prior the pt had fallen and hit the pump. The pt reported hearing an alarm and noted a decrease in therapy. The pump was aspirated and a vilume discrepancy was noted. The expected reservoir volume was 2.9 ml; actual reservoir volume was 4.5 ml. A follow-up report will be sent if additional information becomes available to us.